Manufacturer narrative:
Through follow-up it was found that the customer was utilizing steam pouches instead of vhp/tyvek pouches. The customer was advised that all instruments processed in the steam pouches should be reprocessed prior to use. No procedure delays were reported. Steris has not validated steam pouches for v-pro max sterilizers. The v-pro max sterilizer operator manual states (a-3), "use only amsco v-pro max low temperature sterilization system compatible polypropylene sterilization wrap (contact steris or your local distributor to identify compatible wraps in your market)". "Steris has a full line of tyvek pouches and tubing that has been validated for use in the system compatible polypropylene sterilization wrap". Steris performed in-service training on the proper use and operation for the v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn after handling an instrument pack that was processed in their v-pro max sterilizer. It is unknown if the employee sought or received medical treatment.

Manufacturer narrative:
Through follow-up, steris received confirmation from the user facility that the employee subject of the reported event did not seek or receive medical treatment. No additional issues have been reported.